Event description:
It was reported that a pump is constantly beeping. Any pt involvement, injury or medical intervention is unknown.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was returned to baxter and an evaluation was performed. The device was found to be inoperable due to the reported system error 105 alarms caused by a failed motor (flex). The motor assembly will be replaced.